Manufacturer narrative:
The specimens were collected in lithium heparin plasma tubes and centrifuged at 3,000 rpm for 3 minutes. All samples were full collection tubes and there was no visible fibrin or debris. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing with acceptable results. The fse conducted a carry over testing which failed. The fse replaced the sample pipettor and then the carry-over testing met specifications. The fse stated on several occasions he has recommended the lab to increase the centrifugation time. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained troponin (accu tni) results above the ami cut off for 5 patients' samples. The samples were re-centrifuged prior to repeat analysis and lower accu tni results were obtained. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.